Manufacturer narrative:
Per freger, mark ¿ r&d engineer . Analysis for ng2115258h_000315336756: as per complaint, I analyzed bolus delivery on (B)(6)2023 (day of the event) and for two previous days: (B)(6)2023 and (B)(6)2023. (B)(6) 2023: pump delivered the following boluses: (B)(6)2023 08:51:36.000 normalbolusdelivered eventtype = 220. Sourceid = pump (ngp is in open loop state). Historyrecordlength = 26. Systemtime = (B)(6)2023 08:51:36.000. Bolusprogrammingmethod = bolus wizard. Bolusnumber = 13. Presetbolusnumber = 0 normalbolusamountprogrammed = 12.2. Bolusamountdelivered = 12.2. Activeinsulinatprogrammingtime = 0. As per long traces, this bolus was programmed and started by keypresses ( assuming user activities): (please see attached email for mark's analysis.). (B)(6)2023 10:51:16.000 normalbolusdelivered eventtype = 220 sourceid = pump (ngp is in open loop state) historyrecordlength = 26 systemtime = (B)(6)2023 10:51:16.000 bolusprogrammingmethod = bolus wizard. Bolusnumber = 14. Presetbolusnumber = 0. Normalbolusamountprogrammed = 4.7. Bolusamountdelivered = 4.7. Activeinsulinatprogrammingtime = 3. As per long traces, this bolus was programmed and started by keypresses ( assuming user activities): (please see attached email for mark's analysis.) (B)(6)2023 12:04:20.000 normalbolusdelivered. Eventtype = 220 sourceid = pump (ngp is in open loop state). Historyrecordlength = 26. Systemtime = (B)(6).2023 12:04:20.000. Bolusprogrammingmethod = bolus wizard. Bolusnumber = 15. Presetbolusnumber = 0. Normalbolusamountprogrammed = 16.6 bolusamountdelivered = 16.6 activeinsulinatprogrammingtime = 2.9. As per long traces, this bolus was programmed and started by keypresses ( assuming user activities): (please see attached email for mark's analysis.). (B)(6) 2023 17:34:51.000 normalbolusdelivered eventtype = 220 sourceid = pump (ngp is in open loop state) historyrecordlength = 26 systemtime(B)(6) 2023 17:34:51.000 bolusprogrammingmethod = bolus wizard bolusnumber = 16 presetbolusnumber = 0 normalbolusamountprogrammed = 20 bolusamountdelivered = 20 activeinsulinatprogrammingtime = 0 as per long traces, this bolus was programmed and started by keypresses ( assuming user activities): (please see attached email for mark's analysis.) (B)(6)2023: pump delivered the following boluses: (B)(6)2023 07:51:43.000 normalbolusdelivered eventtype = 220 sourceid = pump (ngp is in open loop state) historyrecordlength = 26 systemtime = (B)(6)2023 07:51:43.000 bolusprogrammingmethod = bolus wizard bolusnumber = 17 presetbolusnumber = 0 normalbolusamountprogrammed = 1.3 bolusamountdelivered = 1.3 activeinsulinatprogrammingtime = 0 as per long traces, this bolus was programmed and started by keypresses ( assuming user activities): (please see attached email for mark's analysis.) (B)(6)2023 15:47:35.000 normalbolusdelivered eventtype = 220 sourceid = pump (ngp is in open loop state) historyrecordlength = 26 systemtime = (B)(6)2023 15:47:35.000 bolusprogrammingmethod = bolus wizard bolusnumber = 18 presetbolusnumber = 0 normalbolusamountprogrammed = 12.5 bolusamountdelivered = 12.5 activeinsulinatprogrammingtime = 0 as per long traces, this bolus was programmed and started by keypresses ( assuming user activities): (please see attached email for mark's analysis.) (B)(6) 2023: pump delivered no boluses during the day. Conclusion: pump behaved as expected delivering boluses that were programmed and started by keypresses (assuming user activities). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0872 inches. Over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses delivered on the event date (B)(6)2023 in the pump history file. The pump passed the functional testing. Cybersecurity - hacking allegation not confirmed. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was a cybersecurity issue with the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer claimed that the insulin pump was overdelivering the bolus. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0872 inches. Over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses delivered on the event date 14-feb-2023 in the pump history file. The pump passed the functional testing. Cybersecurity - hacking allegation possible over delivery anomaly pending evaluation by the cyber security team. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.